Event description:
The patient was admitted for a procedure in 2008 with a lesion in the proximal right coronary artery. The vessel was moderately calcified and moderately tortuous with 90% stenosis. The lesion was pre-dilated and then a 3.5 x 18mm cypher stent was delivered to the lesion. While inflating the cypher, the balloon ruptured at about 8 atm. The stent was under-dilated, so post-dilation was conducted with a high-pressure balloon. The stent was safely implanted and the procedure was successfully completed. There was no reported patient injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.